Manufacturer narrative:
(B)(4). No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the tpn therapy bag was found with fibers floating inside. The issue was found during post-compounding inspection. This report documents no patient involvement or adverse events. No additional information is available.